Manufacturer narrative:
It was reported that a hl 20 pump displayed the error message "head". The event occurred during start up and disappeared after a restart. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). As confirmed by the getinge field service technician on 2026-04-10, the customer decided not to agree to repair or inspection of the device. Since no repair has been performed no physical investigation of the device was possible. Considering the hl 20 risk assessment file the error message "head" can be linked to the following most possible root causes: fail of device because of: - failure of pump control board (pump stop) - defective tacho, relay or pump belt the review of the non-conformities has been performed on 2026-04-09 for the period of 2018-08-06 to 2026-03-31. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-08-06. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message head" could not be confirmed, since the device could not be inspected. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market on a significantly similar device to "vario twin, hl 20 4-pumps", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for vario twin, hl 20 4-pumps with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
It was reported that a hl 20 pump displayed the error message "head". The event occurred during start up and disappeared after a restart. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). Complaint ID: (B)(4).